Event description:
Pt. Stated she forgot she had to stay connected to power and disconnected herself from the power base unit to go to the bathroom. She then passed out after standing up in the bathroom.